Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached elective replacement indicator (eri) battery status with a monitoring voltage of 2.5 v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, we were unable to ascertain the root cause of the premature battery depletion.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.